Event description:
The customer reported that the autocontrast and collimator were not working properly.

Manufacturer narrative:
(B) (4). The ge svc rep inspected the 9800 system, but could not duplicate issue. However, did adjust histogram settings. He tested the tracking using copper, normal then performed a full filament calibration. The rep adjusted the entrance dose and hlf. He performed a full collimator calibration. He also found the footswitch faulty, intermittently not working properly. He replaced the footswtich. The system operates as intended. (B) (4)